Manufacturer narrative:
Evaluation summary: visual inspection of the returned trials indicated that all of the trials had a hairline crack at the anterior corner adjacent to the metal insert. There was no evidence of impaction from misuse. The exact root cause of the trials cracking could not be confirmed as the sterilization cycle that the trials were exposed to is unk. This is the first reported occurrence of this nature for triathlon (B)(4) tibial trials and the root cause could not be determined. This appears to be an isolated event. A review of the device manufacturing history records indicated that devices were accepted into final stock with no reported discrepancies. This is the same event as MFR #2249697-2010-01374; 2249697-2010-01375; 2249697-2010-01376; 2249697-2010-01377; 2249697-2010-01378.

Event description:
It was reported that the units were cracking following the sterilization process.